Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, a large hospital container was returned filled with lightly cloudy 10% neutral buffered formalin. All leaflets were tan. Severe calcification (intrinsic and extrinsic) was present on the inflow and outflow bellies, superior coaptive and inferior coaptive areas of leaflets 1, 2 and 3. Leaflet deterioration was observed on the margin of attachment of leaflet 1, appeared to be associated with visible calcification. Tissue deterioration was observed on leaflet 3, forming a hole, appeared to be associated with visible calcification. Commissure 3-1 appeared thinly encapsulated with glistening off-white pannus, appeared intact. Commissures 1-2 and 2-3 appeared intact. All leaflets were in a closed position with gaps between the free margins. The calcification restricted leaflet mobility. Thick, off-white glistening pannus adhered to the valve skirt, including the margin of attachments of all leaflets. Large calcification nodules were attached to the valve skirt. White to tan pannus growth adhered to approximately half of the circumference of the outflow frame. Glistening white pannus lined the inflow crown and extended into the inner lumen. Tissue dehiscence was noted on an inflow crown. Radiography revealed calcification on the leaflets and outer skirt of the valve. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years and one month following the implant of this transcatheter bioprosthetic valve, the valve was surgically explanted due to severe aortic stenosis. A new, non-medtronic valve was implanted. No additional adverse patient effects were reported.